Manufacturer narrative:
Additional information received on september 23, 2021 stated that the implantation date was on (B)(6) 2007. Right side: serial number: (B)(6), catalog #: 3507300bc, size: 300cc, and left side: serial number: (B)(6), catalog #: 3507300bc, size: 300cc. The patient experienced bilateral capsular contracture grade iii, bilateral ptosis, and bilateral rupture implants. As a result patient underwent bilateral capsulectomy, bilateral replacements as follow: l/cat#: 3504001bc, sn#: (B)(6), cat#: 3504001bc, sn#: (B)(6) and bilateral circumareolar lift on (B)(6) 2021. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on november 15, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 300cc breast implant was found to have an area of missing material within tear within the crease/fold on the anterior view, measuring approximately 4.7 cm x 9.2 cm and 3.1 cm respectively. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor memorygel 300cc silicone breast implant experienced unknown sided silent rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Note: since the effected side is not reported, mentor reports both sides serial numbers in this report until further identification of the implant sides.

Manufacturer narrative:
Suspect device received on october 01, 2021. Device evaluation completed on october 11, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 300cc breast implant was found to have an area of missing material within tear within the crease/fold on the anterior view, measuring approximately 4.7 cm x 9.2 cm and 3.1 cm respectively. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient's breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).